Manufacturer narrative:
The customer has not returned product 26870ufs for evaluation. Per the customer, the date code was pr03 which indicates the product was manufactured 03/2018 and it was shipped to the customer approximately 1 year ago.

Event description:
Allegedly, it was reported the l hook insulation was damaged prior to use and it sparked and burned the patient's skin. The burn was noticed after the procedure.